Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump did not deliver boluses. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to upload pump data. The customer reverted to manual injections for insulin therapy.